Event description:
It was reported that the patient was unable to pump an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. During the procedure fluid leak was noted. No information was provided about the patient's outcome. The procedure was completed successfully.